Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to replicate the reported issue for the erbe. Before the fse had arrived the customer had performed a hard powered cycle. The customer was able to complete procedures with no issues after the reboot. The system was tested and verified as ready for use. This complaint is being reported based on the following conclusion: during a da vinci-assisted appendectomy surgical procedure, the vio generator had connection issues and the bovie pen was not working. The surgeon decided to convert the procedure to laparoscopy which required a port size enlargement or additional ports inserted.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the robotics coordinator called the intuitive surgical, inc. (Isi) technical service engineer (tse) to report that they had a "vio generator not connected" message. Tse asked the operating room (or) staff to cycle the erbe vio power. The or staff stated that the vio message returned. Tse asked the or staff to verify that the cable connections were tight and secure from video processor (vp) to the erbe vio and to try both monopolar ports. The surgeon decided to convert the procedure to laparoscopic surgery. The or staff was unable to troubleshoot further. Isi followed up with the robotic coordinator and obtained the following additional information: when the reported issue occurred, there were color bars seen on the screen and technical support was contacted to troubleshoot. Tse walked the customer through a power cycle that resulted in the reported issue being resolved. After the power cycle, the or staff experienced the third party bovie pen not working, and the customer performed another power cycle but the issue remained. The surgeon did not want to continue to troubleshooting and converted the procedure to laparoscopy. As per the robotic coordinator, she believes the port size incision or additional ports were inserted due to the conversion. After the procedure, the or staff performed a hard power cycle and the system issue was fixed. The patient tolerated the change of procedure.